Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump that was in the sucker 1 position stopped and re-booted with a few seconds. In addition, the central control monitor displayed "?". This occurred again later in the procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The data software logs were returned to the MFR for further eval. This event is related to medwatch 1828100-2012-01522.